Manufacturer narrative:
Additional information: d4: expiration date (update the null value to "n/a"), h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a leak at the seam of bag. The reported condition was verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml intravia container leaked. The issue was further described as, the device leaked at the seam where the bag hangs when administering to patients, opposite to the non-baxter label. This occurred post shipment to the hospital. There was no patient involvement. No additional information is available.